Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that during a cataract surgery an intraocular lens (iol) had a broken haptic in the cartridge and during the introduction of the implant, its acute sharp broken haptic torn the posterior capsule. An anterior vitrectomy was performed and, due to the good rhexis, another iol was implanted in the ciliary sulcus. Suture of the cornea with monofilament (2 stitches) and antibiotic in anterior chamber were needed. In surgeon's opinion, the patient experienced a major risk of infection, a retinal detachment and a macular oedema. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Based on the additional information received, the account used an unapproved lens/cartridge combination. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. The use of unapproved products may result in lens delivery difficulties or lens damage.

Event description:
In surgeon's opinion, the patient experienced a major risk of infection, retinal detachment and macular oedema.